Event description:
It was reported that 105 bd nano¿ 2nd gen pen needle's were unable to deliver medication. The following information was provided by the initial reporter, translated from german to english: clogged needles. When did the incident occur? During use, complaint by telephone about 15 pen needles on 07.02.2024 / lot: 3094463 /. Expiry date: 30.04.28 / the needle was clogged when insulin was dispensed and no insulin came out.

Manufacturer narrative:
The following fields were updated due to additional information: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 1350504. D4. Medical device expiration date: 31dec2026. H4. Device manufacture date: 16dec2021. D4. Medical device lot #: 2354676. D4. Medical device expiration date: 31dec2027. H4. Device manufacture date: 20dec2022. D4. Medical device lot #: 3087273. D4. Medical device expiration date: 31mar2028. H4. Device manufacture date: 28mar2023. D9: device available for eval yes. D9: returned to manufacturer on: 03may2024. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as bent npe cannula and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported that 105 bd nano¿ 2nd gen pen needle's were unable to deliver medication. The following information was provided by the initial reporter, translated from german to english: clogged needles when did the incident occur? During use complaint by telephone about 15 pen needles on (B)(6) 2024 / lot: 3094463 / expiry date: 30.04.28 / the needle was clogged when insulin was dispensed and no insulin came out

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 105 bd nano¿ 2nd gen pen needle's were unable to deliver medication. The following information was provided by the initial reporter, translated from german to english: clogged needles. When did the incident occur? During use. Complaint by telephone about 15 pen needles on 07.02.2024 / lot: 3094463 / expiry date: 30.04.28 / the needle was clogged when insulin was dispensed and no insulin came out.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.